Event description:
User received erroneous result for creatinine. Initial sample drawn through picline at 5:00 am, resulted 0.8 mg/dl. Initial result was reported and questioned by physician. Repeat of sample resulted 1.0 mg/dl. Repeat on other analyzer gave 1.0 mg/dl. Repeat on alternate methodology resulted 4.2 mg/dl. Patient was redrawn at 8:50 am which gave creatinine result of 4.9 mg/dl. The physician questioned the result and did not act on it. User states, no other patient samples have exhibited this anomaly. If additional information is received, appropriate notification will be provided.